Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 13-nov-2023, the following additional information was obtained: it was not believed that the cannula seal was inspected prior to use. The surgeon was inserting a clip applier instrument into the patient to clip a duct when the breakage occurred. The surgeon was unsure of what caused the fragmentation to occur. The fragmentation was noticed as soon as the instrument came into view. No instrument functionality issues were observed. All fragments were retrieved and were bagged immediately with the specimen. It was confirmed with the cannula seal that just one piece broke off. No additional procedures were required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The procedure was completed robotically. There was no injury to the patient. The patient has not returned to the hospital due to experiencing post-surgical complications. At this time, it was unknown if the instrument was available for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the clip applier instrument took a chunk out of the inner seal port accessory. The piece got stuck in the jaws of the clip applier instrument, and it fell off in the abdomen of the patient. The fragment was retrieved by using another clip applier instrument to get it out. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that a fragment broke off of the seal port accessory inside of the patient, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the accessory is returned (post-failure analysis evaluation) or if additional information is received.